Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd preset¿ eclipse¿ experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip the following information was provided by the initial reporter: translated to english. The customer stated: "after the use of the needle found blood leakage, easy to contaminate the medical staff."